Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the jaws were not parallel. The damage prevented the clips from closing correctly. The unit was disassembled for further evaluation and all internal components met specification. The exact cause of the misalignment is unknown. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. This document represents our final report.

Event description:
Lap chole: "this clip applier come from a lap chole kit (k2363). Due to dr (B)(6) two previous cases we tested the clip applier on a sterile field. Dr (B)(6) fired 5 clips off. The first three looked ok. But the next two scissored. Dr (B)(6) did not want to use the clip applier. I have the clips and the clip applier for return." Patient status: ok.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.